Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.this device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Event description:
It was reported that after prophylactic replacement of the right ventricular (rv) lead, the patient was diagnosed with a pulmonary e mbolism that was likely related to the cardiothoracic surgery to extract the lead. The patient also experienced shortness of breath, cardiac tamponade, and a post-operative hematoma. The patient was prescribed anti-coagulation medication for six months. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.